Event description:
Pt with PICC line since 2/96 for use for IV pain management secondary to metastic ca. PICC developed cord immediately superior to right antecubital basalic insertion site. Attempted to resolve with heat and nsaid's x 10 days without resolution. Pt refusing to have line pulled. On 8/27/96 attempted to dc line 2 degrees cord not resolving. Catheter broke after 1/2 inch removed. Immediate digital and at site tourniquet pressure applied to upper right arm immediately above site. Md called and pt taken to ER locally. Unable to remove catheter in ER. Surgically removed the next day.